Manufacturer narrative:
Investigation eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Difficulty in stent deployment can occur if the catheter of the delivery system has a bend or kink. Kinks, waves and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. To aid with ease of system preparation of advancing the wire guide and stent deployment, instructions for use system preparations instruct user to irrigate inner lumen and stent with sterile water. This product is compatible with a 0.035" trace metro direct wire guide and info provided indicates that the wire guide used was a terumo with unk diameter provided. If the wire guide diameter was too large then this may have caused the advancement and deployment difficulties. The instructions for use provides specific instructions on how to deploy stent properly in addition to the info listed below: prior to use, visually inspect with particular attention to kinks, bends and breaks; system preparation - irrigate inner lumen and stent with sterile water; if the wire guide cannot advance through the obstructed area, do not attempt to place the stent; the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so, could result in difficulty or inability to remove introducer; this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Prior to distribution, all zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: removal of the stent after placement is against the instructions for use. Based on this info, the cook area rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following info was provided by the cook area rep based on comments made by the user. The stent went pushing heavily over the wire. The stent went heavily through the channel (of the endoscope) and after intubation of the papilla, it was impossible to push the stent forward. When the doctor wanted to withdraw the stent, it set free without pushing back the catheter. The stent deployed 5cm. The stent was in contact with the papilla and the deployed stent was removed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.